Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the patient was experiencing pain when breathing and pacing. X-ray confirmed the right ventricular (rv) lead had dislodged and had moved up septum. High thresholds were also noted. The rv lead was reprogrammed to off and scheduled for lead revision. It was further reported that when a computed tomography was performed when patient was admitted for the lead revision, confirmed perforation into the pericardial sac, into the right ventricular outflow sac. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.